Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of ' stopped infusion and was unable to proceed' was not reproduced. A review of the event history log (ehl) revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was not determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stopped infusion of medication during set up. There was no patient involvement. No additional information is available.